Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame november 1, 2016 through december 31, 2016.

Manufacturer narrative:
Exemption e2013025 . Original reporting time frame november 1, 2016 through december 31, 2016

Event description:
N/a

Manufacturer narrative:
January 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code pah is 48. Qty 1- ajust helical single incision sling (single) qty 5- ajust¿ adjustable single incision sling (5-pack) qty 42- ajust¿ adjustable single incision sling (single) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
January 2017 bimonthly asr report.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame november 1, 2016 through december 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.